Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Patient also clarified the deep brain stimulation surgeries were to implant wires to spine and neck and to put in battery. No further complications were reported as a result of this event.

Manufacturer narrative:
The main component of the system and other applicable component is: product ID: 37761, serial# (B)(4), product type: recharger. Analysis if the recharger (serial# (B)(4)) revealed broken connector pin. Apply to recharger (serial# (B)(4)) and applies to implantable neurostimulator (serial# (B)(4)). Date of event is an approximate with year valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for chest wall. It was reported that recharger screen was blank and plugged the charger into an outlet did not resolve the blank screen. The desktop charger green light was on but connector pin was loose. Patient said their ins battery died two months or less prior to report. Patient's brother was passing and patient was going back and forth to (B)(6) and forgot to charge. Patient checked the ins with programmer and showed ins battery was dead and needed to be charged. Patient was sent a replacement desktop charger. Additional information from patient stating the ins recharger was working and was recharging the ins. No patient symptoms reported. No further complications were reported as a result of this event. Patient also mentioned that they had "10 surgeries and does not want anymore". Patient clarified 3 of the surgeries were due to deep brain stimulation and the rest were for their neck and spine as patient has arthritis that was eating away the facet joint and was not related to manufacturer device or therapy.